Manufacturer narrative:
B3: date of event is unknown. H6 evaluation codes: updated. H3: updated one infusion pump was received for evaluation. Visual inspection found the tamper seals to be broken. The device was observed to be in good condition. The device?s event history log was reviewed for evidence of the reported problem, ?acu watchdog? Failure and ?primary audible alarm post? Was found in the log. To conduct functional testing, the device was powered up. Upon power up, the reported problem was unable to be duplicated. Acu watchdog is a sympathy alarm is sympathizing the primary audible alarm post. Audio test was performed which passed. The device was cleaned and the whole motor was greased due to a noisy motor. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: health effects corrected.

Event description:
It was reported that the pump displayed "auxiliary control unit watchdog failure" and "primary audible alarm post." No patient injury reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.